Event description:
It was reported that the lead had moved, and the physician was unable to return the lead to optimal position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed.